Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a damaged interconnect cable connector, and the power supply on the c-arm side would not turn on. This describes a no-boot situation. There is no report of death or serious injury associated with the event.